Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump was received with partially broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer also reported a no delivery alarm occurring. Customer stated pieces were falling off of the reservoir compartment. It was also found the o-ring was missing from the insulin pump and the reservoir would not lock into place. Customer's blood glucose was 200 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.